Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use that the bd phaseal¿ protector p14 does not fit appropriately into the vial neck and it is not stable, moves and tends to get easily disconnected and cause leakage. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Results: bd received one unopened sample in support of the customer¿s complaint. Visual inspection shows no defects. The protector fits properly the vial and no leak was found. No quality notifications or other events were found during device history record review (assembly and molding lots evaluated). Several tests and inspections are carried out to avoid faulty parts. Among them, functionality test is performed. During this tests, if protector does not fit the vial, it would be notice by the operator. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is indeterminate. Based on the low severity and frequency of the defect (according to ps-001), it was determined that no CAPA is required.